Manufacturer narrative:
Product analysis: ¿ as found condition: the marathon micro catheter was returned inside the outer carton, inner pouch, biohazard bag and shipping box. The onyx was not returned as it was consumed in the patient. ¿ damage location details: onyx residue was found within the marathon tip and hub. No damages were found with the marathon distal ma rker/tip/body. The marathon distal tip and lumen was found to be occluded with solidified onyx residue. The entire surface of the m arathon catheter body was examined under magnification. No rupture was found. No other anomalies were observed. ¿ testing/analysis: the marathon total length was measured to be ~174.0cm, the usable length was measured to be ~167.0m which is within specification and the distal floppy length was measured to be ~26.0cm which is within specification. The marathon micro catheter was pressurized with water and found non-patent as it was found to be occluded with the onyx. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the leak was unknown.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a treatment for a dural arteriovenous fistula using a marathon 165 arteriovenous malformation catheter, severe vessel tortuosity was encountered in the middle meningeal artery, which had a diameter of 2mm. A catheter leak was observed at the distal location. Resistance was encountered while injecting onyx, leading to the onyx coming out 10-12 cm before the distal tip. The catheter was removed, and another marathon catheter was used with another feeder to complete the case.

Event description:
Additional information received that premature solidification of the onyx did not occur. The catheter was ruptured post injection with onyx it is unknown if it happened before injection. The physician did a continuous slow injection of the onyx. The injection rate was followed as indicated in the IFU. The liquid embolic agent did not get embedded in an unintended location. This event did not require a medical intervention.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.